Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the nephro videoscope experienced broken bending rubber and the metal was sticking out. The issue occurred during a diagnostic unspecified procedure. There were no reports of patient harm.

Event description:
Preparation for use.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 01 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint of broken bending rubber was confirmed. However, the complaint of metal was sticking out was not confirmed as the metal is exposed, but it is not protruding. Based on the results of the investigation, a definite root cause that led to the malfunction could not be identified. The event can be detected and prevented by following the instructions for use which state: instructions operation manual, cysto-nephro videoscope, olympus cyf-vh, olympus cyf-vhr, olympus cyf-vha, important information ¿ please read before use. Warnings and cautions: ¿ do not attempt to bend or twist the endoscope¿s insertion section with excessive force. The insertion section may be damaged. ¿ do not apply shock to the distal end of the insertion section, particularly the objective lens surface at the distal end. Visual abnormalities may result. ¿ do not twist or bend the bending section with your hands. Equipment damage may result. ¿ do not squeeze the bending section forcefully. The covering of the bending section may stretch or break and cause water leaks. Olympus will continue to monitor field performance for this device.